Event description:
It was reported that an allegation was made against this lead. The specific details are unknown at this time, but additional information has been requested. No adverse patient effects were reported. Product return will be discussed with the field.

Event description:
It was reported that an allegation was made against this lead. The specific details are unknown at this time, but additional information has been requested. No adverse patient effects were reported. Product return will be discussed with the field. The complaint device remains in service; therefore, no product analysis could be performed. The complaint investigation conclusion code is no problem detected.